Event description:
A surgeon reported that a patient who received op-1 putty in conjunction with calstrux for an unknown indication developed a sac with yellow fluid in it. The patient required a re-do surgery (not specified). No other information was provided. Additional information is pending.